Event description:
Related manufacturer report number: 2916596-2021-06363.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mobile power unit (mpu) was confirmed via the provided log file. The log file contained data spanning approximately 11 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). A string of no external power alarms while the mpu was in use was observed to begin on (B)(6) 2021 at 7:55. The alarms appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. These alarms resolved at 7:57 of the same day when the patient switched to batteries. No other notable events regarding the mpu were observed. Several speed drop / pump stop events were intermittently observed throughout the data on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021; however, these events have been addressed via the pump¿s investigation. The mpu (serial number (B)(6)) was not returned for analysis. The patient was stated to have access to the v-lock ac power cord; however, the root cause of the observed loss of ac power within the log file was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with low speed advisory alarms and pump off alarms. Short to shield was confirmed. A log file analysis confirmed multiple low speed advisories and pump stops on (B)(6) 2021 while the patient was connected to the mobile power unit (mpu). Log files also captured several no external power and low power events on (B)(6) 2021 which were caused by power to the mpu being briefly interrupted. No interruption of pump support was noted during these events. The patient was given a power module to replace the mpu and was placed on a new ungrounded patient cable. A percutaneous lead repair occurred without complications on (B)(6) 2021. The patient reported they continued to experience alarms and low speed advisories when on the grounded cable. The patient was receiving the alarms while repositioning in bed. It was recommended that the patient use only the unshielded patient cable and/or batteries.